Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tube there was a broken lid/cap/hemogard shield. The following information was provided by the initial reporter: translated to english. The customer stated: "the device had a twisted cap."

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tube there was a broken lid/cap/hemogard shield. The following information was provided by the initial reporter: translated to english. The customer stated: "the device had a twisted cap."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for improper assembly with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.